Event description:
A malfunction was reported when the pump started and was recognized by the computer, with errors occurring upon attempts to reset. Blood glucose level was reported as 160 mg/dl, which is within the normal range. The customer attempted to reset the pump, but continued to experience malfunctions. Technical support arranged for the device to be returned and a replacement pump was provided.